Event description:
It was reported that the patient presented with reduced r-wave amplitude and increased capture thresholds. It was determined that the lead had dislodged. When repositioning was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.